Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
During a silicone joint pip arthroscopy x3 on the third finger, it was noticed that the alignment awl was bent throwing off the pilot hole that the broaches were to follow and setting up the osteotomy for the procedure. Doctor had to freehand the cuts rather than use the bent alignment awl. Length of time surgery was prolonged 10 minutes. There is no known adverse outcome for the pt at this time.